Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and yellow fluid reported as ¿fluid is coming yellow in color¿. The cause of the peritonitis and yellow fluid events was unknown. Nine days after the yellow fluid presented, the patient was hospitalized for the peritonitis event. The same day the patient was treated with vancomycin (1 gram) and fortum (1 gram) (routes, frequencies and duration not reported) for the event of peritonitis. Pd therapy was ongoing. At the time of this report the patient outcome for the yellow fluid was recovering and the patient outcome for the peritonitis event was not reported. No additional information is available.